Event description:
It was reported that during a dental procedure, the tip of a piezoelectric system saw broke off of the handpiece. All pieces were retrieved and the patient was not harmed. Surgeon was almost finished using the handpiece and was able to use a regular curette to complete the procedure. Both instruments are being returned. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tip broken. Due to an unknown cause, the tip of a piezoelectric system saw broke off the handpiece. The lot number is unknown therefore a review of the device history record could not be completed. This complaint is considered indeterminate for a manufacturing perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional evaluation was conducted. The report indicates that no service history review can be performed because the lot numbers cannot be traced. The manufacture date is unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 3/5/12.

Event description:
This is report 1 of 2 for complaint (B)(4).